Event description:
It was reported that during a cyst drainage procedure, the catheter came apart. The drainage catheter was placed to drain a renal cyst and alcohol was introduced, despite knowledge that the use of alcohol is contraindicated in the dfu. Upon attempting to remove the device, difficulty was encountered. The catheter broke off in the patient during removal and was able to be removed with unspecified actions in the lab. No other devices were required to complete the procedure.

Manufacturer narrative:
Early 2009. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.